Event description:
It was reported patient experienced insufficient pain relief with the system and back pain from the device. Investigation was unable to identify which led attributed to the issue. Surgical intervention was undertaken in (B)(6) 2025 wherein the entire system was explanted to address the issues.

Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.